Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with an elevated left ventricular lead impedance. It was recommended that the lead be replaced, however the patient did not show up for the lead replacement procedure. The patient was further monitored. Patient was stable.